Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a operational check test failed. Details provided in an email response from philips authorized service personnel (asp) indicate that it was determined that this was a malfunction of the som pca assy, which was ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.